Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to pvs' were noted. Review of the egm's revealed that pvc's were sensed late in the discrimination channel and were classified as fast intervals. The physician planned to make programming changes. The patient was doing well.